Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he was unable to clear an e8 error message by pressing the check button. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.